Event description:
It was reported in a printed literature article that an angio-seal was deployed in the left brachial arteriotomy via the antecubical fossa. Manual compression was applied to the puncture site for 45 to 60 seconds and a compression bandage was then applied. The patient received 100 mg of aspirin orally 2 hours before the scheduled intervention. 5000 units of heparin was administered after insertion of the introducer sheath and again during the procedure to maintain an active clotting time of greater than 250 seconds. The radial pulse was monitored immediately after angio-seal deployment as well as at 15 and 30 minutes later, and at 2 hour intervals thereafter. The compression bandage was removed 16 to 24 hours later. The next day follow-up was conducted and an occlusion was discovered in the left brachial artery. The occlusion was due to a brachial artery intimal dissection; specifically this was caused by the anchor lifting up an intimal plaque. This resulted in vessel thrombosis and ischemic rest pain at 27 days. The patient went to surgery and the occlusion was successfully treated. The implant and event date are unknown; sometime between early 2005 and 2007.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.